Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that this event occurred in multiple procedures, please provide the following information for each patient procedure: what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). What are the procedure name(s) and date(s)? What are the product code(s) and lot number(s)? Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Did any piece(s) of the needle fall into the patient¿s tissue? Was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient?

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used. During the procedure, the needle broke and fell into the abdominal cavity. No adverse patient consequences were reported. Additional information was requested.